Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that there is an delivery anomaly on his insulin pump. The patient's blood glucose at the time of incident was 188 mg/dl. The customer stated that while programming a bolus for breakfast he noticed that he already had 15 units of active insulin going and he doesn't know how that happened. The customer confirmed that the pump delivered just before he woke up, and he believes that he might have rolled over on his pump while he slept. The customer sought counsel from the 24-hour helpline and he was advised that the helpline cannot give medical advice and that he should monitor his blood glucose and call his health care provider if needed. No products were shipped or returned.